Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; d10; g1; g3; g6; h1; h2; h10. D10: 42522400510 - articular surface fixed bearing posterior stabilized (ps) right 10 mm height - 63074204. 42532006402 - tibia cemented 5 degree stemmed right size c - 63055246. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: implant date: 2016. D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. Unknown - unknown cement - unknown. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Subsequently, the patient was experiencing instability, pain, and swelling and was later revised approximately 10 years post-op due to femoral and tibial loosening and a poly fracture. Attempts have been made and all available information has been provided.